Event description:
This lead was not returned, however, reporter sent in the oos documentation with the device. This system was removed due to infection. There are no adverse events reported for this pt. Also associated with this system: setrox s 45 MDR: 1028232-2008-00373; cylos dr-t MDR: 1028232-208-00374.